Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
On (B)(6) 2011, the baxter field service technician serviced a colleague device, product code dnm9161, sn# (B)(4), for a battery issue. The process step was unknown and no patient injury is reported. This condition has the potential to interrupt delivery. Patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. This issue has been escalated to CAPA.